Manufacturer narrative:
A specific root cause could not be determined. Contamination of the bottled distilled water is considered the most likely cause. After connection of the c501 analyzer to a water system no further issues were seen. The customer no longer uses bottled distilled water.

Event description:
The customer reported that they received questionable results for forty five patient samples tested for calcium. Of the forty five samples, one was found to have an erroneous result reported outside of the laboratory. The sample initially resulted as 11.3 mg/dl accompanied by a data flag. The sample was repeated and resulted as 11.7 mg/dl accompanied by a data flag. The 11.7 mg/dl value was reported outside of the laboratory. The sample was repeated on an integra analyzer (serial number (B)(4)) and resulted as 9.6 mg/dl. The customer then ran quality controls on the c501 analyzer and they were high. The customer then calibrated the calcium assay on the c501 analyzer and then repeated quality controls, with controls coming back into range. The sample was repeated on the c501 analyzer on (B)(6) 2012 and resulted as 9.9 mg/dl. The customer believed the integra value of 9.6 mg/dl and the c501 value of 9.9 mg/dl to be correct. A corrected report was issued. The patient was not adversely affected by the event. The calcium reagent lot number was 66677101 with an expiration date of 01/31/2013. The customer noted that they started using bottled distilled water on (B)(6) 2012, but not immediately prior to the issue. The field service representative could not determine a cause. He verified the fluidics and performed an instrument check. He recommended to the customer to change the r1 probe.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.